Event description:
The account alleged that when the brake was applied, the head end brake casters would swivel. No patient impact.

Manufacturer narrative:
The account replaced the head end brake casters to resolve the issue.